Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Additional info regarding the event has been requested and will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the u.s; however, it is similar to us distributed cypher product (cxs).

Event description:
During a stenting procedure to a 90% lesion in the lad, the cypher device was broken into two pieces.